Event description:
Reference number (B)(4). Event occurred in puerto rico, u.s. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set cannula crimped. Insertion site was abdomen. Infusion set has been used for few hours. Bent cannula occurred first day of use. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: puerto rico, u.s.